Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure on (B)(6) 2020. Upon review, it was revealed that the right ventricular lead provided an inappropriate shock due to lead dislodgement. During procedure, the right ventricular lead was attempted to be revised. However, the right ventricular lead helix would not deploy once in the correct position. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: h6.